Manufacturer narrative:
(B)(4). The returned trial femoral has been evaluated on a linked complaint which concluded that it was conforming to design specification. A review of the complaints data base for the past 3 years has found no similar reported events for these items. A review of the manufacturing history records confirms no abnormalities or deviations reported. It has been concluded that the reported event is a direct result of the incorrect trial femoral placed in the cemented oxford loaner kit. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
During a partial knee arthroplasty the patient's medial condyle fractured when the femoral provisional was impacted for trialing, two screws were used to fixate the bone and the procedure was completed.